Event description:
Reporter called to report adverse events associated with his barostim neo device. Implant caused discomfort and pain. He states on a scale from one to ten pain level at a 10. Reporter stated it feels like he got stabbed in the chest multiple times. Technician turned implant off on (B)(6) 2025, and he states he has not had any issues since than. This issue has been reported to manufacturer.